Event description:
Insertion difficulty during training session. (B)(4).

Manufacturer narrative:
This device was being used in an non-clinical environment in a training session. Pyng medical is filing this as a conservative interpretation of FDA regulations. In the abundance of caution, pyng is filing this as an MDR.